Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance and advised the customer that their device is no longer under warranty and there is no repair service for the device. Physio recommended that the customer replace the device and remove from service. The customer confirmed that the device was removed from service. The device and defibrillation electrodes used during the event were not returned to physio-control. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer, a healthcare provider, contacted physio-control to report that during a patient event their device was unable to detect the patient through the defibrillation electrodes. The customer advised that the device prompted them to ¿connect electrodes¿ when the defibrillation electrodes were connected to the patient. The same defibrillation electrodes were connected to backup AED that was on the scene, and the that device worked properly. It is unknown if skin prep was performed prior to applying the defibrillation electrodes. The customer also advised that the defibrillation electrodes were not expired. The patient, a (B)(6) year old male did not survive. The customer, a health care provider advised that the device use did not contribute to the patient outcome, but was due to the patient's condition.